Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq segment was displayed as "na" versus "on". Tandem technical support had contact check the status screen and basal iq showed as "on". There was no reported impact to customer's blood glucose. Contact declined to review pump data to confirm the reported issue and declined further follow up.